Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update: 01/09/2012 - litigation papers were received. They allege that patient experienced high concentrations of various metallic elements in their blood. Corrected the spelling of patients last name, as well as the spelling of surgeons last name. Additionally, litigation provides alleged dates for the implant and explant of both hips. Medwatches have been updated.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.